Event description:
Pt had medtronic drug pump inserted in 1999. Discovered break between catheter and pump. Also, pump may have malfunctioned. A one piece catheter had been used, which was found to be broken at tip. Surgeon remembers a similar event on another pt where break was similar. Also, questions possible malfunctioning of device.